Manufacturer narrative:
Follow-up received on 11-aug-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-aug-2016 for the following meddra preferred terms: menometrorrhagia: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She experienced irregular and very abundant menses while on essure (fallopian tube occlusion insert). The reported event is listed according to essure's reference safety information. In this particular case, the event was reported approximately 1.5 years after essure insertion. The investigator considered it as related to essure insert and no alternative explanation was available. The patient recovered from the event after treatment with hysteroscopy, curettage and thermablate. Considering menses pattern changes may occur during essure therapy and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded (in line with the investigator's assessment). Since medical intervention and hospitalization were required as event's treatment, this case is considered an incident. No sample available for this investigation and no valid lot number. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se.

Event description:
This is a solicited case report received from an investigator in france on 13-jul-2016 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Study description: (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(6). On (B)(6) 2010, essure devices were inserted for sterilization. On (B)(6) 2011, the patient experienced irregular and very abundant menses while on essure. Cerazette was introduced but did not resolve the event. On (B)(6) 2013, hysteroscopy, curettage and thermablate were performed. The patient recovered from the event on the same day. The event irregular and very abundant menses while on essure was considered by the investigator as serious due to hospitalization and regarded as related to the essure devices. Essure was ongoing. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She experienced irregular and very abundant menses while on essure (fallopian tube occlusion insert). The reported event is listed according to essure's reference safety information. In this particular case, the event was reported approximately 1.5 years after essure insertion. The investigator considered it as related to essure insert and no alternative explanation was available. The patient recovered from the event after treatment with hysteroscopy, curettage and thermablate. Considering menses pattern changes may occur during essure therapy and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded (in line with the investigator's assessment). Since medical intervention and hospitalization were required as event's treatment, this case is considered an incident. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.